Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he found the power entry module 1/4 amp alternating current (a/c) fuse was blown. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR#: 1828100-2015-00584 and 1828100-2015-00586. The srt replaced both 1/4 amp a/c fuses as a precaution. The srt has tagged the centrifugal battery "equipment out of service." The suspect device will be returned to the laboratory for further evaluation.